Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete product information, patient weight, and event information. Further information was requested but not received.

Event description:
It was reported that the patient's ipg was inoperable. It is unknown when the patient lost therapy. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was established postoperatively.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.